Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range shock impedance measurements. Trending displayed a gradual rise in impedances, which was suspected to be caused by calcification or physiologic change, impedance will likely continue to rise. Reprogramming efforts were performed and the plan is continuing to be monitored. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was successfully delivered and the post-shock impedance measurements decreased. Then the device started beeping again and the value was out of range. Troubleshooting options were discussed and recommended. At this time, this rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Additional information to capture the dft test.

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range shock impedance measurements. Trending displayed gradual rise in impedances, which was suspected to be caused by calcification or physiologic change. Troubleshooting options were discussed and recommended. At this time, this rv lead remains in service and there were no adverse patient effects reported.